Manufacturer narrative:
Investigation summary: received a 24ga nexiva unit inside an open package from lot 9130967. All components were present and intact. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: no physical ¿ mechanical damage was observed on any of the components of the received unit. Functional: functional (disengagement) was performed, no grinding or resistance was felt. The unit successfully disengaged. Conclusion(s): root cause not determined ¿ the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system the hcp felt strong resistance when moving the needle tip. The following information was provided by the initial reporter, translated from japanese to english: the needle resistance was strong during operation check before use, and there was concern about use.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system the hcp felt strong resistance when moving the needle tip. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle resistance was strong during operation check before use, and there was concern about use.